Event description:
Upon review of download data from a (B)(6) female pt, zoll customer support discovered that the pt's monitor was producing service code 205 (av data corrupt), which resulted in the monitor resetting itself during start-up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 207, monitor resets) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a21 of the flash memory. The intermittent connection is likely due to a fractured solder connection included by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.